Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 12 may 2015: lot 104262: (B)(4) items manufactured and released on 08 february 2011. No anomalies found. To date, (B)(4) stems of the lot have been already sold without any similar event. On 01 may 15 the medical affairs director made the following comment: the xrays supplied refer to pre-revision. The stem shows a complete radiolucent boundary between itself and bone, so it is markedly radiologically loose. There are no indications that may lead to understand how and when this discrepancy has matured. Loosening, even if septic, of femoral stems is a known possible complication of total hip arthroplasty, it is often impossible to determine the root cause of such event. On 27 april 15 the r and d director analyzed the picture received with the following comment: distally to the stem the ha has been absorbed but there is no more sign and evidence of osteointegration. The proximal part of the stem still presents sign of ha (the presence of ha demonstrates that this part of stem never osteointegrated. This is a typical pattern of an unstable stem, where the fixation was just on the distal portion. Evaluation summary of the analysis on the retrieved item is attached.

Manufacturer narrative:
On 07 september 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.